Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 01/04/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement camera shipped to site 01/05/2016. Medtronic investigation of returned suspect camera finds that, as reported, the psu failed an aak test at .63 mm. This psu has not been previously returned for a failure. Electrical failure - failed diagnostic test hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported a navigation system camera that failed accuracy testing. Replacement camera requested. Issue discovered during system testing, not clinical. There was no patient present when this issue was identified.